Manufacturer narrative:
The product was returned for analysis and the reported complaint could not be confirmed. Iol returned adhered to surgical fabric. Solution is dried on both surfaces of the optic and haptics. One haptic is broken/torn and not returned, the other haptic is intact. The optic is torn/split-cut dividing the iol in two and scratched/marked-rejectable. The root cause could not be identified. The lens was returned cut in half with damage to the optic. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that following an intraocular lens (iol) implant procedure, patient experienced waxy vision .the iol was exchanged for another company lens model 2 months following the initial implant procedure. Additional information has been requested. There are two medical device reports associated with this patient. This report is associated with the left eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).